Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was exhibiting a high lead impedance reading and intermittant capture at 10 volts. The lead impedance was found to drop when the physician manipulated the implant pocket. Electrograms appeared to be normal and the ICD delivered shock therapy appropriately. The physician is suspecting a loose setscrew.